Event description:
Additional information was received from the patient. They reported that the cause of the inability to turn stimulation was unknown, they speculated the device setting regularly, which was turned off during their hospital stay. Their doctor worked with them to turn it on with no problems, the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They reported that for the last couple months, the patient has had trouble with wetting the bed. Patient was wearing double pull ups and was wetting the bed. Last week the patient was in the hospital and the device was turned off for a test. Patient hasn't turned stimulation back on and is not wetting the bed. Patient is still wearing a double pull up but is not wetting the bed. Patient said her symptoms are better with the device off. Patient wanted to turn stimulation back on. Patient was able to communicate with the ins but after several attempts patient was not able to get stimulation turned back on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.